Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-01080. It was reported the patient's system had high impedances and the system was not providing stimulation. Images taken revealed the lead was disconnected. The surgeon explanted and replaced the ipg. The existing lead was connected to the new ipg.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-01080. Follow up revealed the patient is not receiving effective stimulation.